Event description:
The distal tibial pin was applied in compliance to the instructions for use. It could not be assured that the pin was placed flush with cortical or even subcortical. Approx. 4-5 month post op the distal tibial pin was palpable and visible through the skin. Pt complained about pain. Small insertion will be made to remove the pin - or date unknown at the moment. It is because of the anticipated re-operation that this report is being filed to document this event.